Event description:
It was reported that during an unknown procedure that the surgeon completing laparoscopic gastric sleeve displeased with the functionality of the er420 as a result of the clips scissoring when attempting to apply to the body of the gastric sleeve. A new clip applier was used to complete the procedure with a two minute delay. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what is meant by " the clips scissoring"? The clips did not clamp down onto the vessel but instead crossed in a manner that did not provide the surgeon with the confidence that the vessel was completely secured. Did device fire scissored clips? No. Did a clip cut the vessel? No. If yes, was there any bleeding? No. If yes, how was the bleeding controlled? No bleeding was caused by the scissored clips. What amount of blood loss (mls) occurred? N/a was a transfusion required? No. Was there any change to the procedure as a result of the event? A third party clip applier was used to secure the vessel. What is the current patient status? No negative patient outcome as a result of this incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.